Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The result of analysis is inconclusive.

Event description:
It was reported that no telemetry could be established with, nor interrogation performed on the device. Patient "was lost to follow-up," and the device had "no battery left." The device was explanted and replaced. No patient complications were reported as a result of this event.